Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was able to query patients on electronic picture archiving and communication systems (pacs), but was unable to download them to the stealth. The rep confirmed that after confirming with pacs, they found the storage and ae title was entered incorrectly. They updated with the correct information and everything worked normally. No patient was present at the time of the event.